Manufacturer narrative:
Per tandem's user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was using fiasp insulin within their pump supplies. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.